Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call low blood glucose, failed battery test and beep anomaly on the insulin pump. Customer's blood glucose level went as low as 34 mg/dl and as high as 156 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced blurred vision, shakiness, headaches and treated their low blood glucose with an orange drink. Customer's alarm history showed low reservoir. Troubleshooting for the beep anomaly was performed. Customer was assisted with changing the insulin pump alert type from beep to vibrate. Troubleshooting for failed battery test was performed. Customer was advised to wait 5 seconds then place a new battery inside the device. Customer performed and passed both the displacement test and self-test. Customer was advised to monitor the insulin pump and their low blood glucose levels.